Event description:
Resident was in a reclining geri chair. Staff found resident turned over in chair halfway in chair and partially lying on chair, arm on floor. Physician was notified and came to see resident and did not see anything wrong at this time. (Physician did order pain pill and to observe resident). Resident kept complaining and x-ray was ordered on 3/25/96 and on 3/26/96 was taken. X-ray showed fracture of left lateral 7th rib and questionable fractures of 6th and 8th left rib. Possibility that fractures came from overturned chair.